Event description:
It was reported that the bd micro-fine¿ pro pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese to english: "a patient is complaining that the needle is clogging and drug doesn't come out. The needle npe seems to be bent".

Manufacturer narrative:
H.6. Investigation: one open and twenty eight sealed 32g x 4mm pen needle samples and four photos were returned from lot. No. 0147022, cat. No. 320559. Visual examination of the returned open sample was carried out and a broken non patient end of cannula was observed. A clog test was carried out on the twenty eight sealed samples as per (B)(6) and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a patient is complaining that the needle is clogging and drug doesn't come out. The needle npe seems to be bent."